Event description:
The report from the (B)(6) study ¿ (B)(6) for patient with (B)(6) indicated that the revive thrombectomy device (frs214522c/t10000) device was passed 3 times for left mca occlusion but post-procedural angiogram showed incomplete blood flow of tici score 1. After rev-01 treatment, additional treatment using penumbra and solitaire were done, resulting in tici 2a as a final score. No sae is observed at the moment. The device will not be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.the product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from the (B)(4) study ¿ (B)(6) for patient with ID# (B)(6) indicated that the revive thrombectomy device (frs214522c/t10000) device was passed 3 times for left mca occlusion but post-procedural angiogram showed incomplete blood flow of tici score 1. After rev-01 treatment, additional treatment using penumbra and solitaire were done, resulting in tici 2a as a final score. No sae is observed at the moment. The device will not be returned for analysis. Additional information indicated that during the procedure, the microcatheter and guidewire made through and across the clot, and the revive went through and expanded at the clot but failed to retrieve possibly due to hard white thrombus, and probably because revive was expanded closer than the expected position since revive was unable to be placed more than 1 cm distal to the clot end. Whether 60cc syringe was used or not is unknown, but aspiration was performed while retrieving the clot and no confirmation of basket expansion was done under fluoroscopy. It was noted that the occlusion was new (cardiogenic embolus), sized of vessel unknown. Proper anticoagulation/antiplatelet medications was used during the procedure that consisted of heparin (1 ml), and other medications given consisted of bayaspirin, clopidogrel, warfarin and radicut, all after operation. Products used with the revive se consisted of a px slim 160 delivery microcatheter, prowler select plus, ivr guidewire ii (ain-cki-200-bs, ain-cki-200-ba), and gt wire. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the device for analysis and based on the available information no definitive conclusion can be made it appears that procedural factors possibly including hard thrombus, device not positioned further in the vessel, device manipulation and device interaction may have contributed to the reported event. A review of the manufacturing documentation associated with the lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.